Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens optic split and the haptic broken. It was noted in the comments section, "unable to perform dimension and refractive (functional) inspection due to significant lens damage". Claim#: (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -11.00 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to patient experienced a refractive surprise. The lens was replaced with a different model but same length lens and the problem was resolved. The cause of the event was unknown.